Event description:
It was reported that the patient had an inappropriate shock due to oversensing of non-physiologic noise. The patent was asleep at the time of the shock. The sensing vector was set to the alternate vector. There were also some stored untreated episodes due to the same noise. Technical services reviewed the electrograms and discussed some programming options. There were no additional adverse patient effects. The system remains implanted.